Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained serial number label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had high blood glucose of 600 mg/dl but did not receive a delivery alarm. Customer treated high blood glucose with insulin pen and blood glucose lowered to 265 mg/dl. It was reported that healthcare professional believed that high blood glucose was due to insulin pump. Insulin pump would be replaced.